Event description:
Infection was reported. It was further reported the patient had swelling around the device and was started on oral antibiotics. Two weeks after implant, the patient presented with fever, chills, poor appetite and malaise, was hospitalized and started on intravenous antibiotics. The organism was identified as serratia. The patient was discharged on oral antibiotics. After the patient was assessed due to presence of papules, the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.